Manufacturer narrative:
The service record (sr) indicates closure without service, as the customer declined services. The system non-conformance cannot be determined without a system service. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 21, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that diagnostic exam results are in disagreement. A lens adjustment is being requested. Additional information has been requested.